Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-05269. It was reported that the patient presented remotely via merlin.net. Pacemaker interrogation showed loss of capture in the right ventricle. It was noted that their was known atrial lead noise with pocket manipulation/isometrics in (B)(6) 2017. No changes were made to the lead as it was non reproducible. No symptoms were reported. No changes have been made.